Event description:
It was reported that lead impedance measured approximately 1600 to 1700 ohms in the bipolar configuration. Previously, impedance measured approximately 1400 ohms. The lead would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.